Event description:
It was reported that the bd autoshield duo safety pen needle broke off into the syringe and resulted in a clean needle stick.

Manufacturer narrative:
After additional review, this report is a duplicate report of 9616656-2018-00313. This event has been over-reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle broke off into the syringe and resulted in a clean needle stick.